Manufacturer narrative:
Patient information was not provided. Livanova USA inc manufactures the connector. The incident occurred in (B)(6). The DHR review highlighted that the lot whose claimed product belong to was released as conform according to specifications. Investigation of previous similar event confirmed the internal lumen of the 1/4 x 3/8 connector was partially occluded by a plastic film. Possible root cause that cannot be excluded is a molding defect. The 1/4 x 3/8 connector is manufactured by a livanova supplier. The supplier has been formally informed of the event and requested to investigate the possible root causes. The risk is acceptable. No other action is deemed necessary.

Event description:
Livanova inc has received a report that a 1/4 x 3/8 connector had a reduction on tube size due to piece of plastic causing blood flow reduction while trying to perfuse on pump. The customer was not sure if plastic was loose. There is no report of any patient injury.